Manufacturer narrative:
Age at time of event: 55 years or older. Device evaluated by manufacturer. A visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the balloon found that the stent was detached from the balloon and was not returned for analysis. The balloon did not appear to have been subjected to any positive pressures. There was a clear impression on the balloon of where the stent had been crimped. Received with this device was a non bsc inflation device. The connection hub of the veriflex device and the connection hub of the non bsc inflation device were inspected and no anomalies were noted. As part of our analysis the veriflex was attached to a bsc manufactured inflation unit and the balloon inflated and deflated fully with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. This investigation will be assigned the most probable root cause classification of caused by other device. No issues were noted with the functionality of the veriflex device. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained via the femoral artery. The greater than 70% stenosed de novo lesion measuring approximately 3mm in diameter and 16mm in length was located in a non-calcified and non-tortuous left anterior descending artery (lad). The lesion was predilated with a 2.5x20mm apex balloon. A 3.0x16mm veriflex stent was advanced to the lesion. When the physician attempted to inflate, the device problems were noted keeping it connected to a competitors inflation device. As the physician was removing the veriflex stent and pulling it into the guide catheter, it dislodged in the lad. The stent was deployed in the lad outside of the lesion using a balloon. The procedure was completed by placing another stent in the lesion. No further complications were reported. Patient status is listed as okay.